Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon strings degraded, not well weaved strings, not strong [device physical property issue] tampon string breaks off before use [device breakage] tampon strings breaks off...noticed at time of removal...difficult [device difficult to use] case narrative: consumer reported via e-mail that tampon strings aren't well weaved or strong and breaks off before use. No injury reported.

Event description:
Tampon strings degraded, not well weaved strings, not strong [device physical property issue]. Tampon string breaks off before use [device breakage] . Tampon strings breaks off...noticed at time of removal...difficult [device difficult to use] probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that tampon strings aren't well weaved or strong and breaks off before use. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.